Event description:
It was reported that the ventilator generated a technical error codes indicating disabled valves and communication error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error codes indicating disabled valves and communication error. Our field service engineer investigated the ventilator on site. The issue was solved by replacing the control and monitoring printed circuit boards (pcb: s). The replaced pcb: s were sent for further investigation. Simulated use testing of the returned control and monitoring printed circuit boards passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for four days. After the ventilation, the pcb: s passed another pre-use check. The evaluation of received device logs confirms a single occurrence of the reported technical error codes and a stop of ventilation. Paw high, expiratory minute volume: low, apnea, peep low, respiratory rate: low and o2 concentration: low were active during ventilation. The technical error codes indicate disabled valves and a control pc board communication failure with the monitor pc board. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was confirmed in the received device logs but could not be reproduced during the investigation. The cause of the reported failure has not been established.